Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in an unspecified vessel was attempted using a proglide device via the pre-close technique prior to a transcather aortic valve implantation (tavi). Reportedly, the pre-close technique was not successful and an unknown failure occurred with the proglide device. A new proglide device was used to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device; however, it is unknown if the physician is established in the pre-close technique. No additional information was provided.